Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the knife blade was damaged, and the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible between the 1 cm and 0 cm cut lines indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. While stapling on the stomach, the stapler was able to fire but there was poor staple formation. The staples did not appear formed at the distal end. The staple line was incomplete distally. The staple line was fixed by restapling the sleeve to make it more narrow. The next firing was moved over from the original staple line. This caused unanticipated tissue loss. No patient injury or extension in surgical time. Patient status is alive, no injury.